Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
An x-ray taken six weeks post operatively for an open reduction internal fixation of a distal left femur, revealed the cannulated locking screw broke off at the head of the screw. The hardware was removed and replaced.